Manufacturer narrative:
Device passed displacement test and self test. The vibrate alert functioned properly during test. No vibrate alert anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a vibrate anomaly on the insulin pump. Troubleshooting was performed. Customer advised the insulin pump did not vibrate during the vibrate test and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.